Event description:
Additional information was received regarding the patient¿s revision surgery due to the device shifting. It was reported the patient¿s physician removed scar tissue and adjusted the device placement. It was noted that at the time the patient would get ¿jolts¿ and that the device would turn itself off. It was reported a new battery was going to be put in at the time, but the physician did not replace the battery.

Event description:
Additional information received the patient experienced erosion in addition to the migration. The patient felt the implantable neurostimulator (ins) ¿coming out of the skin and pointing out toward the incision.¿ it was indicated the revision was to move the ins up higher because of the issue they were having. The revision placed the ins further down in the patient¿s butt, although it was not thought to be down further.

Event description:
It was reported that the patient needed to see her medtronic representative due to "serious issues regarding the way the stimulation was working." It was noted that since the original implantation, her pain has decreased. The patient's stimulator shifted "badly" and she needed to have surgery to fix the placement. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was no known cause in the patient¿s chart for why the implantable neurostimulator (ins) eroded. It was noted during the revision the original pocket was used. The ins was removed and the pocket was deepened caudally. The ins was rinsed and replaced into the newly deepened pocket and secured in the ¿typical fashion.¿ the patient¿s healthcare provider (hcp) had heard from the patient about the ins turning off and shocking but no troubleshooting was performed so no cause was known. It had been mentioned that the ins was going to be replaced at the revision but it was not replaced and the reason was not given.

Manufacturer narrative:
(B)(4).